Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During a left ventricular threshold test, oversensing was noted. The device was reprogrammed and the event resolved with no adverse consequences to the patient.